Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed for the gastric polyp on (B)(6), 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not dislodge from the catheter to deploy. Following the attempted deployment, the spring inside the handle was broken. In the stages of deployment, snap and crackle were felt but there was no pop. The device was wiggled for five minutes, and a forcep was used to press the inner wire, and eventually, the clip was dislodged from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Note: a photo was provided by the customer showing the spring in the handle was broken and the control wire was kinked.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip unable to release from the catheter. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block e1 (initial reporter email)

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed for the gastric polyp on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not dislodge from the catheter to deploy. Following the attempted deployment, the spring inside the handle was broken. In the stages of deployment, snap and crackle were felt but there was no pop. The device was wiggled for five minutes, and a forcep was used to press the inner wire, and eventually, the clip was dislodged from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Note: a photo was provided by the customer showing the spring in the handle was broken and the control wire was kinked.